Manufacturer narrative:
The ICD was returned and subjected to a thorough analysis. Upon receipt, the device could not be interrogated, as mentioned in the complaint description. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. The inspection revealed that one high voltage capacitor was damaged. This damage led to an elevated leakage current of that capacitor, which depleted the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged high voltage capacitor. The manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
It was reported that approx. 23 months after the implantation the device could not be interrogated. The ICD was replaced.